Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance values greater than 2000 ohms a day after implant. This resulted in a lead safety switch (lss) to the unipolar sensing configuration where there was noise present. At device check the following day, the system was reprogrammed to a different sensing vector. The noise could not be reproduced. It was noted that this lead was difficult to position, and the implant procedure took longer than expected due to patient anatomy. Technical services (ts) suggested further monitoring or possible x-rays. The impedance normalized after further monitoring. No adverse patient effects were reported. Currently, this lead remains in service.